Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the reporter stated that the patient's wife was trying to wake the patient but they would not wake up. They called the rescue squad and transported the patient to the emergency room. When they arrived, they checked the patient's blood glucose (bg) and it was 32 mg/dl. It was reported that the cgm had a sensor failure during the time of the event. The patient had no recollection of what occurred prior to being in the hospital due to memory loss. At the hospital, the patient was treated with IV to stabilize their bg. At the time of the report, the patient was in normal condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.